Manufacturer narrative:
Product analysis: a visual review of the returned implant identified a portion has been broken off. Microscopic examination of the inserter interface identified a stripped threaded hole and deformation on the top face, and fracture on one side around the inserter tang interface, consistent with significant impact and torsional loading. Microscopic examination of the fracture surface of the broken off portion of the implant identified a fracture with rays emanating away from the area of crack initiation, consistent with brittle overload. The observations are consistent with impaction overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device led to the event, we are filing this report for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent oblique lumbar inter-body fusion surgery (olif) and percutaneous pedicle screw fixation at l2-l4 due to lumbar discopathy. Intra-operatively, while performing olif at l3-l4, cage broke into half and one half remained in the patient. When half of the cage entered the intervertebral space, it was difficult to hammer it for insertion. The sleeve was removed with a sleeve remover, and it was tried to be hammered for insertion again. However, still the cage could not enter and the cage was broken at about half. There was a delay of less than 60 min in overall procedure time as a result of this event. Patient complications were reported as unknown.